Event description:
Philips received a complaint on the dfm100 indicating that there was a battery error. Device was in clinical use at the time of event. However, there was no harm or injury reported to philips. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a battery failure. The root cause of the battery failure was due to battery aging. Customer replaced the battery to solve the issue, and the product is back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6) .